Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on an alert and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. In addition, it was reported that the customer over delivered for the amount of food she ate and her activity level for the day. Customer's blood glucose level was 76 mg/dl. Customer consumed food to address blood glucose levels.